Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4) reported that spring shaft of drill is bent and will not return to straight position. No other information is available. No surgical delay. Examination of the returned instrument confirmed the complaint of bent coiled shaft. The complaint sample consisted of (B)(4) -quickset 1pc flex drill bit 25, lot pg287233 . Review of as400 indicated that this device was distributed for use on (B)(6) 2019. The root cause is attributed to misuse. Previous investigations found that the flexible shaft was bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under (B)(4) post market surveillance. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spring shaft of drill is bent and will not return to straight position. No other information is available. Please send replacement to rex. No surgical delay.